Manufacturer narrative:
Batch review performed on 20-nov-2019. Lot 122934: 40 items manufactured and released on 24-oct-2012. Expiration date: 30.09.2017. No anomalies found related to the problem. To date, 38 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 5 years and 9 months after the primary due to aseptic loosening of the stem. The surgeon revised the stem and the head.